Event description:
While physician was using a screw driver during operative procedure, it broke. The piece was retrieved with no harm to pt. X-ray taken during procedure, no other pieces seen. Instrument removed from field and given to materials coordinator.